Event description:
It was reported that balloon detachment occurred. A 4.0mm x 30mm x 80cm (4f) sterling balloon catheter was selected for used. However, during flushing the balloon came off the non-boston scientific (bsc) guidewire and disconnected from the catheter prior to being used on the patient. The device was not used, and the procedure was completed with a new balloon. There were no patient complications reported.